Event description:
It was reported that the lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation was abraded at 36.5 cm from the tip electrode, which could have caused the reported noise problem.